Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Related manufacturer's report for prior clamshell repair: 2916596-2021-06464.

Event description:
It was reported that log files were submitted for review concerning driveline damage at a clam shell repair site performed on 26oct2021. The patient presented to the clinic with damage on (B)(6) 2022. Log file review did not capture any unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the silicone sleeve of the driveline was confirmed via an image provided by the account. Abbott technical services recommended that the afflicted area be covered with rescue tape and should be monitored. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The submitted log file contained data spanning from (B)(6) 2022 at 14:58:07 to (B)(6) 2022 at 15:11:00, per the timestamp. The log file appeared to have captured the pump operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.